Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) inserted into a cook catheter and lidstock for evaluation. Visual inspection of the swg revealed multiple kinks in its body. Signs of use in the form of blood were present on the swg body. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The kinks in the swg body was measured at 194 mm, 210 mm, 215 mm, 300 mm, 316 mm, 432 mm from the proximal weld. The total length of the swg measured 600 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.794 mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars and a lab inventory 18 ga introducer needle to functionally test. The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the spring wire guide was found to be kinked in use was confirmed through visual examination of the returned sample. The returned guide wire had a single kink in the body as well as a misshaped j-bend. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cvc insertion by anesthetist - rt subclavian approach, advanced guidewire, nick and dilation, the wire was kinking as trying to withdraw it and advance the cvc over the wire. The more the cvc was attempted to advance over the wire the more the wire kinked and seemed snagged. X-ray confirmed the wire had gone up the ij and they had difficulty removing it because it was severely kinked. Vascular surgeon was finally able to remove wire by using a cook cxi catheter to advance wire forward and then pull out. No harm to the patient and new cvc successfully inserted via ij and case continued.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: cvc insertion by anesthetist - rt subclavian approach, advanced guidewire, nick and dilation, the wire was kinking as trying to withdraw it and advance the cvc over the wire. The more the cvc was attempted to advance over the wire the more the wire kinked and seemed snagged. X-ray confirmed the wire had gone up the ij and they had difficulty removing it because it was severely kinked. Vascular surgeon was finally able to remove wire by using a cook cxi catheter to advance wire forward and then pull out. No harm to the patient and new cvc successfully inserted via ij and case continued.